Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens tore. Additional information has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch report will be sent.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn and both haptics torn off and missing. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.